Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner, cracked lcd window, minor scratched lcd window, and missing end cap sticker. Unable to perform the occlusion test due to a broken reservoir tube lip. The unit passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, and motor test. No excessive no delivery alarm or motor error alarm noted.

Event description:
The customer called to report a motor error alarm and a no delivery alarm. The customer's blood glucose reading ranged from 200 to 347 mg/dl. The customer performed troubleshooting and could continue use of the insulin pump. The insulin pump was replaced and returned.